Event description:
Event description guidant received information that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) and transvenous implantable lead system exhibited noise on all three channels. During a revision to address the noise, the right ventricular (rv) and (lv) impedance was greater than 3,000 ohms when measured through the device. When measured through the pacing systems analyzer (psa), only the rv lead had intermittent elevated impedance. Stretching was on the proximal end of the proximal coil; therefore, another transvenous implantable lead was attempted. This lead also had to be replaced due to stretching in the same location. A trans valvular insertion tool (tvi) was used for the implant of both leads, but was not used for repositionings. The device was also explanted due to blood in the header.